Event description:
The manufacturer received information regarding a dreamstation auto bipap. The patient has alleged particles in tubing/chamber. There was no report of harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.